Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported complaint that the user could not engage/use the instrument, because it would ¿flop around¿. Evaluation of the instrument found the cause of the issue was due to a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was also missing from the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to engage/use the tip-up fenestrated grasper, because it would ¿flop around¿. The procedure was completed with no reported injury.